Event description:
The end user reported the safety bail on their stretcher is sticking. There was no association with patient involvement, injury or adverse event. A replacement safety bail assembly will be provided for repair. The end user has not provided the sn of the subject stretcher.